Event description:
It was reported that pump generated cartridge alarm 30 and caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and contact healthcare provider for long-acting insulin, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within specified timeline, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.